Event description:
Procedure type: hernia. According to the reporter: balloon popped during the case. The procedure was not convered to an open procedure. The incision was not extended by more than one inch. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no related extended hospital stay. Device fragment or component fell into the patient's cavity. Device fragment or component was removed from patient. All questions asked at the time of complaint.

Manufacturer narrative:
(B)(4).